Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had issues with their sensor. It was reported that the customer's sensor had cannula missing. The customer's blood glucose level was reported to be 55mg/dl. It was reported that the sensor would be replaced and returned for analysis.